Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the united states. The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that device failure has lead to the alleged event. As soon as additional info has become available and/or the device(s) were returned for evaluation and an investigation result is available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed. (B)(4).

Event description:
It is reported that pt underwent revision due to breakage of the nail. It is also reported that pt was pulling on different parts fairly hard. After that she started to have severe muscle spasms in left thigh and she had to return to using a walker to stand and put weight on it.